Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a blue fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The blue fragment matched the missing portion of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to instrumentation coming in contact with the cannula tip during the procedure.

Event description:
Procedure performed: robotic-assisted laparoscopic adrenalectomy event description: ctf03 trocar had a small portion of the outer cannula break off at the tip during a procedure. The piece was found and removed from the patient. The account manager describes the piece being broken off cleanly. It is unsure if there was an instrument inside of the cannula at the time of the incident. No patient injury occurred. Product is available for return. Product was shipped back by the facility to amr yesterday. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic-assisted laparoscopic adrenalectomy. Event description: ctf03 trocar had a small portion of the outer cannula break off at the tip during a procedure. The piece was found and removed from the patient. The account manager describes the piece being broken off cleanly. It is unsure if there was an instrument inside of the cannula at the time of the incident. No patient injury occurred. Product is available for return. Patient status: no patient injury occurred.